Event description:
An ipp device was implanted on 02/23/79. The cylinders and pump was revised on 07/23/84. The cylinders were revised on 10/01/85 and 07/15/86. The pump and reservoir were removed on 09/11/96. The cylinders were removed from the pt and an entire device was implanted on 06/10/97 due to previous erosion from 09/11/96 surgery.